Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported issue, but did verify that a service code was logged into the device memory. Physio determined the cause to be the system pcb assembly. Due to part obsoletion this pcb assembly was no longer available and the device could not be repaired. No further root cause could be determined. The customer was provided with a replacement device and physio archived the original assembly.

Event description:
The customer contacted physio-control to report that their device screen would not turn on but the lights illuminated. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device screen would not turn on but the lights illuminated. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.